Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an over infusion of insulin. ICU pt was placed on an insulin drip (100 units insulin in 100ml volume) and rate was verified by two nurses. During walking rounds, identified bag was almost empty and asked nurse if she had a new one ready to hang, nurse stated that a new bag had just been hung 10-15 mins prior. Pump display showed the rate at 3 units per hour. Checked for tubing leaks and other complications, none found. Infusion was hung as a primary, not piggybacked onto another solution. Pt required additional labs and concentrated dextrose for hypoglycemia. The customer stated that no further pt or event details are available.